Event description:
The distributor reports that a customer was performing cataract surgery with attempted implantation of the crystalens. During iol insertion the pt's pressure rose and the lens haptic caught on the capsule and resulted in a tear. The iol was removed and replaced successfully with an anterior chamber iol.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l for evaluation. The visual inspection revealed no lens defects and the dimensional analysis showed the lens was within dimensional specifications. Root cause: according to the surgeon, the root cause of the reported event was related to the pt's pressure rising upon lens injection and the iol haptic caught on the capsule, causing a tear.